Manufacturer narrative:
(B)(4). The device is available for evaluation, however the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Event description:
The customer reported that the bladder of a ce intermate lv 250 device ruptured during patient use. The device was infusing 250 ml of tobramycin (unknown manufacturer, 2.4 mg/ml normal saline concentration) when the reservoir ruptured. The customer stated the reservoir was still intact with the post within the housing. There was roughly 5ml of fluids in the device including backflowed blood. No patient injury or medical intervention was reported. No additional information is available